Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : follow up ongoing for device availability.

Event description:
As reported, channel 3 of this foresight oximeter casmed monitor provided lower saturation values than expected. The rest of channels functioned correctly using the same saturation sensors. Patient was not treated according to these values. There was no allegation of patient injury. The device was available for evaluation.. Patient demographics unable to be obtained.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The monitor was returned to our technical service center for a full examination. The report of incorrect measurement could not be confirmed. From visual inspection, no defects were identified. The monitor was connected to two known good unit pre-amp cables and two sto2 simulators. Sto2 values were obtained in all channels within range (65% +-5). The monitor was left running for several hours and the values did not change and remained stable. No further evaluation can be performed due to end of service. The related pre-amp cables were not received. Additionally, images were provided for review. The images confirmed the customer complaint. Based on further engineering evaluation, and based on a further log analysis, it could be determined that the issue is related to product risk assessment that addresses the sto2 values will be inaccurately low when using the large sensors in certain somatic locations (arms and legs). Corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. The CAPA investigation concluded that this is a software related issue and the issue lies within the combination of the sensor and the algorithm changes specific to the somatic locations. As a result, fca 89647 was voluntarily initiated instructing customers to retain from using large sensors on certain somatic locations (arms and legs). No software upgrade is available since the device is at end of service. The related communication, was provided to the complaint hospital and the corresponding acknowledgment from the hospital was received.

Event description:
As reported, channel 3 of this foresight oximeter casmed monitor provided saturation values around 41% while expected values were around 79%. The device was used along large size foresight sensors connected to patient's inner part of the lower leg. The rest of channels functioned correctly using the same saturation sensors. After the reported event, two new attempts were performed to set the device with no use in patient; however the issue was noticed to remain. There was no patient treatment according to these values. There was no allegation of patient injury.